Event description:
Reported event: the stapler jammed and the staple got stuck we used several devices to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 32 staples remaining in the cover block , indicating that at least three staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The second and third staples did not form properly. After this, the stapler stopped firing staples. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73f2200904 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the stapler jammed and the staple got stuck we used several devices to complete the procedure. There were no consequences for the patient.